Event description:
(B)(4) clinical study. It was reported that angina and minimal in-stent restenosis occurred. In (B)(6) 2011, the patient presented due to a positive stress test, acute coronary syndrome with electrocardiogram (ECG) changes and post st segment elevation myocardial infarction (stemi) without recurrent ischemia. The patient underwent the index procedure with the deployment of a 16.0 x 35mm taxus element stent in the proximal right coronary artery (rca). Post procedure residual stenosis was 0% with timi 3 flow. The patient did not receive a peri-procedural loading dose of thienopyridine medication. The patient was discharged from the index hospitalization. In (B)(6) 2013, the patient experienced recurrent angina and was hospitalized. A coronary angiogram was performed which showed minimal in-stent restenosis. The patient was referred for myocardial perfusion scan. The patient¿s heart rate at rest was 80 beats per minute (bpm), heart rate peak stress was 139 bpm, blood pressure at rest was 125/82 mmhg and blood pressure peak stress was 184/73 mmhg. The findings of this myocardial perfusion study showed mildly reduced count density inferobasally on both stents and rest acquisitions, both the gated stress and sated rest acquisitions showed vigorous regional and global left ventricle systolic function. The conclusion was the patient had mild inferior attenuation artifact, with no evidence of inducible hypoperfusion and normal left ventricle function. In (B)(6) 2013, the event was resolved.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that following the event, the patient was told to continue medical management. A perfusion scan and electrocardiograph (ECG) tests were carried out at another hospital and are not available.